Manufacturer narrative:
A used sample was received and evaluated. The used sample, did not come with the original packaging. The sample came with a white medical tape wrap around the inflation line area. After decontamination, the sample was visually examined for damage. There was no evidence of damage on the closed suction system. The catheter was fully extended and there was no evidence of arching or curvature on the entire tube. The catheter was then inserted and advanced through the endotracheal tube (et) until it met resistance at the distal end of the et tube bi-lumen tube extrusion. Device history records were reviewed for lot number m6208t507, the product met manufacturing procedures and was accepted by quality assurance inspections. A root has not been determined; however, the investigation is ongoing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that during treatment of pediatric intensive care unit patient, an attempt to suction the patient through a 3.0 mm endotracheal tube (ett) was performed with an 8-fr closed suction system(css). It was noted that the secretions were too thick for suctioning with a 6-fr catheter. The inability to suction the patient resulted in a drop in spo2 and required removal of the ett. Additional information was received on 03-mar-2017 and stated, the 3.0 y-adaptor was in place on the ett. The 8-fr (3.0) css did not pass easily and was removed and suctioning was performed. The patient was oxygenated via face mask. The patient remained extubated utilizing the face mask for oxygenation and was weaned from the ett. The patient did not experience any adverse effects related to the brief drop in spo2 and is currently stable. No additional information was provided.

Manufacturer narrative:
A representative sample was received and evaluated. The unused, not contaminated sample came with the original packaging. The sample was visually examined for damage. There was no evidence of damage on the closed suction system. The catheter was fully extended and there was no evidence of arching or curvature on the entire tube. The catheter was then inserted and advance through the et tube until it met resistance at the pilot balloon assembly area. The root cause was determined to be incorrect use. Based on the state of the returned products, this failure mode is normal due to incorrect use of the product. A 3.0 mm et tube was in use, originally a 6fr catheter was being applied and the clinician use a 8fr our IFU for et tubes recommends of using a catheter which its od is no greater than 70% of the tube ID: good clinical judgment should be used when selecting complementary devices, such as bronchoscopes and tracheal suction catheter, which are intended to be inserted through the endotracheal tube. One clinical review recommends using a suction catheter with outer diameter no greater that 70% of the inner diameter of the endotracheal tube. The inflation line check valve may interfere with magnetic resonance imaging (MRI). Ensure the valve is positioned away from the area being scanned. Tube ID: 3.0 mm. The 70% of tube ID: 2.1 mm. The 6 fr catheter size converted to mm: 1.98 mm. The 8 fr catheter size converted to mm: 2.64 mm. In summary, the catheter size used by the clinician represents 88% of the tube diameter which is above our recommended catheter size for that specific tube size and definitely the mechanics between two plastic components will create a challenge to pass the csc through the et tube main lumen. It is still possible, but challenging as the customer reported. All information reasonably known as of 16may2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Additional information was received per user facility report (B)(4) on march 30, 2017.